Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had a left knee revision. Surgeon removed a cr femur and an all poly tibia covered with antibiotic cement and implanted a new ts femur and tibia. As per sales rep via phone 9/4/2015: the patients' primary surgery was approximately (B)(6) 2015. The patient was revised approximately. (B)(6) 2015 due to infection. The procedure on (B)(6) 2015 was the second stage of a 2 stage infection revision. Therefore, this report is for the revision of devices in (B)(6) 2015.